Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connectors on the generator driver board and the filament driver board were checked. The ribbon cable was tightened. The lemo connector was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an overload fault error message. No patient injury was reported.